Event description:
An exploratory laparotomy, total abdominal hysterectomy, and bilateral salpingooopherectomy were performed on 8/25/64. The fascial incision was closed in a running loop stitch including all layers. On 8/28/94, it was discovered the pt's small bowel could be seen through the incision site. The pt was returned to the or and it was discovered the pt's suture had broken in two places. The fascia was closed again and the pt discharged on 8/31/94.